Manufacturer narrative:
Vyaire medical file identification: (B)(4). Analysis of the log files and screen shot of service screen shows that the root cause of the issue was the leaking o2 dosing proportional valve. O2 path self test is failing due to leaking o2 dosing proportional valve. Valve is leaking .72 lpm @4.12 bar. As a resolution o2 safety valve needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has technical failure 389-no o2 dosing possible'. The customer confirmed that there was no patient involvement associated with the reported event.